Event description:
The manufacture's field service engineer (fse) reported during preventative maintenance (pm), fse identified unit has error code 1007 in history log. There was no patient involvement.